Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath was selected for use. It has been mentioned that the faradrive sheath was inserted over the wire into the left atrium. After removing the dilator, the sheath was aspirated using a syringe. Upon insertion of the farawave catheter into the faradrive sheath, aspiration was performed again with the syringe, during which air ingress was noticed. The procedure was completed using alternate device. No patient complications occurred. The product is expected to return for analysis. It was further reported that no leak or air in patient was noticed. Pressure bag was used for irrigation.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath was selected for use. It has been mentioned that the faradrive sheath was inserted over the wire into the left atrium. After removing the dilator, the sheath was aspirated using a syringe. Upon insertion of the farawave catheter into the faradrive sheath, aspiration was performed again with the syringe, during which air ingress was noticed. The procedure was completed using alternate device. No patient complications occurred. The product is expected to return for analysis. It was further reported that no leak or air in patient was noticed. Pressure bag was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath was selected for use. It has been mentioned that the faradrive sheath was inserted over the wire into the left atrium. After removing the dilator, the sheath was aspirated using a syringe. Upon insertion of the farawave catheter into the faradrive sheath, aspiration was performed again with the syringe, during which air ingress was noticed. The procedure was completed using alternate device. No patient complications occurred. The product is expected to return for analysis.